Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, atrial lead was found to have dislodged. The lead was explanted and replaced. Patient was in stable condition.